Event description:
Dealer is stating out of box failure, the frame is cracked on a weld.

Manufacturer narrative:
The device was evaluated by the returns department which found that there was chipped paint at front legs and x brace.

Event description:
Dealer is stating out of box failure, the frame is cracked on a weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.